Manufacturer narrative:
(B)(4) insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm and failed battery test alert due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rejects new batteries and received random no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.